Event description:
Grounding pad was used during an radiofrequency ablation. It was placed in the left flank area. Pad was in place for not longer than 1 hr 20 min, possibly less. Post procedure, pad was removed. Skin under the edges of the pad was red with skin tears. Info given to supply tech who called the company. They will also report on their end. Unaware of any changes in product.